Manufacturer narrative:
The device was not returned to the manufacturer; therefore, a failure analysis cannot be completed to determine the root cause of the reported device defect or the relationship of the device to the reported event (blood loss requiring transfusion). A supplemental medwatch report will be submitted if additional information can be obtained.

Event description:
The complainant has reported that a patient underwent a procedure involving an impella 2.5 device. During the initial insertion technique of the device, the 13fr peel-away introducer, an accessory of the device's introducer kit, was observed to be leaking from the hemostatic valve around the impella catheter. The bleeding was discovered while the physician was backloading the 7fr sheath. The sheath continued to leak around the impella catheter. An estimated blood loss of 600cc was observed from the hemostatic valve, so a blood transfusion was performed intra-operatively. It was decided to give 2 units of packaged red blood cells before removal of pump. The patient was also given 40mg IV lasix intra-procedure, and total uop for the procedure was 2 litres. The patient seemed much improved after the procedure (sbp staying around 115, pap decreased to 59/26). The impella was successfully weaned over approximately 30 min, without hemodynamic compromise, and the patient was subsequently discharged.